Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #6). Additional emdrs were submitted to represent the bard flat mesh (device #1), the bard/davol modified kugel patch (device #2), the bard/davol perfix plug (device #3), the bard/davol sepramesh ip (device #4), the bard/davol mesh - ventralex (device #5), the bard flat mesh (device #7) and the bard/davol modified kugel patch (device #8). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol marlex (bard flat mesh), modified kugel hernia patch, perfix plug, sepramesh ip, ventralex hernia patch and ventralight st on (B)(6) 2011 and/or (B)(6) 2011 and/or (B)(6) 2014 and/or (B)(6) 2015 and/or (B)(6) 2016 and/or (B)(6) 2016 and/or (B)(6) 2017 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the device was defective.